Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Mechanical inspection of the inserting and removing the stylet was completed without difficulty. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported, during an implant procedure, the stylet was unable to be advanced and subsequently, removed. Consequently, this lead was removed and replaced with a same brand lead without incident. No patient complications have been reported as a result of this event.